Event description:
A company rep reported he received an email on 02/26/08 from the pt regarding an alarm she received on her insulin infusion device. On follow up with the patient, the pt stated that while she was on a walk today, her infusion device displayed an a2 (low battery) alarm and within 2 minutes, the device shut down and displayed an e2 (battery depleted) message. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.